Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a male consumer (age unspecified) reporting on self from the united states on an unspecified date, the consumer started using reach access daily flosser, for dental cleaning, (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, he stated that the green ones he bought kept breaking apart. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013: no lot number or sample was provided. Without a lot number, the analyst could neither perform a manufacturing and packaging batch record review, an inspection of the retain sample nor lot trend analysis. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a male consumer (age unspecified) reporting on self from the united states on an unspecified date, the consumer started using reach acces daily flosser, for dental cleaning, (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, he stated that the green ones he bought kept breaking apart. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.